Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty passing the stylet more than one inch through the proximal pin of the right atrial (ra) lead. The lead was not used and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the inner coil distorted due to over-rotation of the is-1 connector, and that prevented the stylet to pass through the coil lumen into the lead. If information is provided in the future, a supplemental report will be issued.